Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. Two weeks later a revision surgery was performed and upon examination a tear in the balloon was found. The balloon was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The balloon was visually inspected and was identified to have a tear from avulsion. The balloon did not pass the leakage test due to a tear from avulsion. This investigation was assigned to the conclusion code of cause traced to component failure.

Event description:
It was reported that this artificial urinary sphincter (aus) was not working properly. Two weeks later a revision surgery was performed and upon examination a tear in the balloon was found. The balloon was explanted and replaced. No patient complications were reported.